Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with pain at the pocket due to device pressure on the tissue. The device pocket was revised. The patient was stable after the procedure.